Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection fortum (1 g once a day, route and duration not reported) and injection vancomycin( 2 g once every fifth day, route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient completed the antibiotic course, the fluid was clear; the patient was recovered from this peritonitis event and was reported to be doing well. Should additional relevant information become available, a supplemental report will be submitted.